Manufacturer narrative:
The lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. There were no samples available for eval. None of the devices were returned for eval. The lot number was reported as unk. Furthermore, ae review of the device history record could not be performed without the lot code info. Results/conclusion: none of the devices were returned for eval. No product eval could be performed. (B)(4) - pt #4. Item # unk, quill srs, #2 and 0 suture, lot# unk.

Event description:
The date of the event is estimated: dr (B)(6) reported a superficial wound dehiscence approx six (6) weeks post operative a knee procedure where quill srs #2 pdo was used for capsular closure, size 0 pdo for subcuticular closure and staples for closure of the skin. The surgeon stated that the pt was a very large man and returned with a dislocating patella and an obvious failure of the medial arthrotomy. Surgical intervention was required to repair the wound.